Manufacturer narrative:
This incident occurred outside the united states. Info contained within this report is all that is available at this time. If further info is obtained, it will be provided in the supplemental report.

Event description:
Pt reported the buttons on the infusion device are defective. No physiological effects were reported, and the pt did not require treatment from a healthcare professional or second party to address the issue. The infusion device was replaced and returned for eval. A preliminary eval revealed the soft components of the housing are worn down heavily, and the up/down buttons on the infusion device are defective. Moisture entered the infusion device and damaged the electronics, and this resulted in e7 electronic errors and shutdown/restart of the infusion device. Add'l info will be submitted when the eval is complete.